Event description:
The customer reported that after a laparoscopy-assisted distal gastrectomy (ladg) procedure, the patient needed a second operation to control bleeding on a previously transected upper gastric artery located in the area where vessel occurred in the first procedure. The patient lost 10 units of blood and the bleeding was attempted to be controlled during a laparoscopic procedure, but was later converted to an open procedure. The patient was moved to the ICU after the second procedure. Cases. The patient was described as being obese and was in a very unhealthy condition prior to the original procedure.

Manufacturer narrative:
(B)(4). Three used sonicision cordless ultrasonic dissectors were received for evaluation as the customer was not sure which device was the incident device. The returned samples met specification as received by covidien. The reported condition of the device cutting faster than normal was not confirmed by covidien. Functional testing was performed with the returned dissectors using a test lab generator and battery. The assembled devices successfully produced the startup series of tones and the status led on the generator illuminated green, confirming proper assembly and device readiness for use. The assembled devices were tested to confirm full functionality by activating the dual mode energy button with the clamping jaws open. The results were acceptable. The devices were also tested with the jaws closed and activated on simulated tissue at both power modes with acceptable results. The investigation found the devices to function normally and within specifications.

Event description:
New information received from the attending surgeon indicated that the patient was removed from life support on (B)(6) 2014 and passed away the same evening.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4)